Event description:
Correction: it was reported that an asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the device was in bvvi, with no hv therapy available. Disabling the hv therapy had been discussed previously because of the patients failing health. No further device follow-up was needed. No device explant would be scheduled.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the device was in bvvi, with no hv therapy available. The patient will be scheduled for device replacement and the device will be sent back for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.